Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database exceed 10gb. A technical support specialist attempted to shrink the database but was unsuccessful because the 'primary' filegroup was full. The tse created disk space by deleting unneeded files, and added additional files to the file group etc. The tse then performed ka ka000017109 but was unsuccessful. And so, the tse assisted the customer to shrink the database using specific queries. The database shrinks to 9gb. Since the database did not shrink sufficiently, a full sync was performed, further reducing the database size to 5352 mb. The customer confirmed the issue was resolved. The system was functioned as intended after the technical support specialist troubleshot the device. E.1.initial reporter addr 1: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis error messages were generated during removals/refills. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.